Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to gradual increased shocking impedance over time. Lead tissue interface was suspected to be the cause.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.